Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during a kyphoplasty procedure at t7/t8/t9, one of the balloons ruptured after inflation. No patient complications were reported with this event.